Manufacturer narrative:
(B)(4). Received new information that the tissue pad was melted, not detached. Complaint does not meet the criteria for a reportable event.

Event description:
It was reported that during a sleeve gastrectomy procedure, the tissue pad came off. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.